Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found connector broken when using on patient and changed new one". No injury or harm reported. Patient condition reported as "fine".

Event description:
It was reported that "the doctor found connector broken when using on patient and changed new one". No injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. In addition to the et tube, the customer also returned one y connector and four double swivel connectors (two tracheal and two bronchial connectors). The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that both the white (tracheal) balloon cuff and blue (bronchial) balloon cuff had holes in them which would prevent the cuffs from properly inflating. Additionally, one of the bronchial swivel connectors was broken on the 15mm side. The swivel connector is a component purchased from a supplier. A non-conformance was previously opened to further investigate this issue. Corrective actions were implemented under the non-conformance on 08jan2022 to prevent this issue from recurring. This sample was manufactured prior to the corrective actions.